Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-03139. The patient reported receiving blisters from his scs charger due to heating. The patient is unable to continue charging due the charger getting "so hot". The patient also reports that he experiences scs ipg pocket heating frequently even when he's not charging. A sjm representative advised the patient to see the physician regarding the constant heating. Follow-up is pending. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.